Event description:
During an in clinic follow up, low pacing impedance was observed on the right ventricular (rv) leadless pacemaker (lp). Technical support was contacted and confirmed the low pacing impedance. Diagnostic imaging was performed and no anomalies were observed. No additional intervention has been performed at this time. The patient was stable and will continue being monitored.